Manufacturer narrative:
The pump passed the displacement test. However, unable to prime unit during the primetest due to faulty force sensor. Unable to test excessive no delivery due to faulty force sensor. No unexpected no delivery alarms noted. The pump was received with minor scratches on the lcd window and a cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm but was unable to troubleshoot for the issue as he was advised to discontinue using the insulin pump by his doctor. The blood glucose reading was 300 mg/dl. He reported that he was receiving these alarms every night. He stated that the issue was not resolved by trying different cannula lengths, changing the reservoir, or changing the infusion set. He stated that the insulin was not denatured or expired. He stated that the tubing was not bent or kinked. Nothing further was reported.